Event description:
A patient experienced drainage from the spine incision post-veptr expansion. Patient was returned to the or for irrigation and debridement of the incision and the condition has reportedly been resolved.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.